Event description:
Manufacturer's evaluation of the returned inform meter revealed that the device's 3rd and 4th internal contacts had melted. The problem was first discovered at the manufacturer's domestic evaluation site. No associated injury was reported.

Manufacturer narrative:
The inform meter is the suspect device.